Event description:
Procedure: spleenectomy. Reportedly, a patient developed subcutaneous emphysema around the trocar site, during the procedure. There was no sequelae afterward, the procedure and the condition resolved spontaneously during the next few days.